Event description:
In this event it is reported that a proglider 3file sterile 21mm broke during use. Outcome of this event is unknown as of the MDR. Requested additional information.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
With the additional information received, this is not a reportable malfunction. Please disregard this report.